Event description:
It was reported that the catheter was fractured. The 80% stenosed target lesion was located in the left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the catheter was fractured due to quality problems. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the catheter was fractured. The 80% stenosed target lesion was located in the left anterior descending artery. A 10 mm x 3.00 mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the catheter was fractured due to quality problems. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the fracture happened outside the patient's body. The device was never used in the patient.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 11cm proximal to the port exchange. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Balloon material was reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that the catheter was fractured. The 80% stenosed target lesion was located in the left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the catheter was fractured due to quality problems. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the fracture happened outside the patient's body. The device was never used in the patient.